Manufacturer narrative:
Device passed the displacement test and self test. No unexpected resume or frozen screen found during testing. Device was received with all its features working properly. No anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump would freeze and was not giving the right insulin through the wizard. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.